Manufacturer narrative:
Additional information: product information updated. The instrument tracker was returned to the manufacturer for evaluation. Testing found that the tracker would not track as it only returned a red status on a known operational navigation system as two coils were reported to be damaged in the em interface. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that partway into the surgical case, the straight suction stopped tracking. The emitter details stated "poor signal". It had been tracking with no difficulty prior to then, and there had been no change in the or setup prior to tracking stopping. The patient tracker was showing 0.4 on metal interference and was tracking with no issue. Troubleshooting involved putting the instrument tracker near the patient tracker, but the instrument tracker still stated "poor signal". The instrument tracker was swapped for a new one, and the issue was resolved. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.